Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door sensor was starting to fail. The field service engineer (fse) accessed station and found loose harness connections to the latches, and the connections were tightened. The contacts were cleaned and treated. Further testing showed no additional issues. The user verified proper operation with inventory counts. Additional checks were performed to verify all bus and cable connections and confirm door and latch functionality. The station was returned to service after successful verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door sensor began to fail and had difficulties detecting door opening and closing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.